Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support prepared to send a replacement pump to the customer and instructed them to revert to multiple daily injections as a backup insulin delivery method.